Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred when charging the pump prior to initial use. Customer had not yet begun use of the pump but reported a blood glucose level of 293 mg/dl. Reportedly, the customer continued to use their previous pump for insulin therapy.